Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with evidence of contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the contrast button was unresponsive and the up arrow button was intermittently unresponsive. Evidence of contamination was found under both key contacts. The ok button symbol was worn, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6) .